Event description:
The customer reported that two red alarms sounded twice and then stopped spontaneously without any external operation.

Manufacturer narrative:
The hospital biomedical engineer called the french response center and reported that the monitor provided two red alarms with a brief alarm tone that stopped spontaneously without any user interaction with the device. The field service engineer (fse) visited the customer site and tested the monitor post incident. The device performed to specifications and as configured. The fse confirmed that alarms were configured for visual latching and audible non-latching, with reminder alarms on. The reported issue is most consistent with alarms being silenced at either the bedside or central station, or the device then providing a reminder alarm. Note that non-latched audible alarms can also result in red alarms for which the audible alarm can stop with no clinician interaction if the alarm condition resolves. The fse also explained alarm behavior per the labeling (IFU) to the customer (including the head nurse). A review of the strips provided shows that the device recognized changes in the pt's condition and provided alarms as appropriate. This is not being considered a device malfunction or labeling problem. No further calls have been received for this customer issue. No further investigation or action is warranted.